Event description:
It was reported that during a lap sleeve gastrectomy procedure, during the fourth firing, the stapler was placed on the stomach with a blue reload. The surgeon waited fifteen seconds and fired the device according to the IFU; two-three staples on the outer row did not form correctly. The surgeon over sewed the staple line with a 2-0 vicryl suture. There were no patient consequences. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.